Event description:
It was reported that during use with bd bactec¿ standard/10 aerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis. There was no report of patient impact. The following information was provided by the initial reporter: customer is experiencing molecular false positives for c. Tropicalis on biofire bcid2.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information has been updated describe event or problem: it was reported that during use with bd bactec¿ standard/10 aerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis. There was no report of patient impact. The following information was provided by the initial reporter: customer is experiencing molecular false positives for c. Tropicalis on biofire bcid2. Enterobacterales and c. Tropicalis; serratia fonticola grew in culture; gram stain was gram negative rods. Correction: relevant tests/laboratory data: gram stain. Culture plate.

Event description:
It was reported that during use with bd bactec¿ standard/10 aerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis. There was no report of patient impact. The following information was provided by the initial reporter: customer is experiencing molecular false positives for c. Tropicalis on biofire bcid2. Enterobacterales and c. Tropicalis; serratia fonticola grew in culture; gram stain was gram negative rods.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B6: relevant tests/lab data: biofire result was a dual positive: staph spp., c. Tropicalis culture result: coag negative staph. Gram stain: gram positive cocci in clusters. H.6. Investigation summary: catalog: 442027, batch no.: 3117152. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 1 of 2: it was reported that during use with bd bactec¿ standard/10 aerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis. There was no report of patient impact. The following information was provided by the initial reporter: customer is experiencing molecular false positives for c. Tropicalis on biofire bcid2. Enterobacterales and c. Tropicalis; serratia fonticola grew in culture; gram stain was gram negative rods